Manufacturer narrative:
H3, h6: the device, used in treatment, has not been returned for evaluation. The information provided has been reviewed and we cannot confirm a relationship between the device and the reported event. No lot/serial number has been provided; therefore, a review of the device history is not possible, complaint history review confirmed further instances of this nature. A review of the manufacturing process was performed, and a root cause of inadequate standard operating procedure has been assigned. Corrective action has been assigned regarding this event to reduce the probability of further reoccurrences. This investigation is now complete, smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Reference number: case-(B)(4).

Event description:
It was reported that, during wound treatment, the 4th layer of coban of a profore multi-layer compression latex free bandaging system was observed to be almost glued, for which the hospital's staff ended up cutting it off and finishing the patient's leg with an additional roll of coban. Treatment was resumed, after a non-significant delay, with a smith & nephew back-up device. No patient injury reported. Other sites within the system are having the same complaint, for which the quantity of patients involved is yet to be confirmed.